Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: there was visible moisture and corrosion in display. Unable to down load black box and history due to ir port and surrounding components corroded. The pump was powered up and received both the audio and vibrator alarms. The display was unreadable with just colored dots and lines. A crack in case was on the upper right side between the lens and case seal. Opened pump and removed from case. The entire pump was corroded and moisture on all surfaces. There was moisture in pump and a leak due to cracked pump case. The display lens was found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.